Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one, unknown tfn 95mm titanium helical blade. Part and lot numbers are not available for reporting. Additional device product code is hwc. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail (tfn) revision procedure with hardware removal was performed on (B)(6) 2017 due to postoperative helical blade migration. The patient underwent the original procedure on (B)(6) 2017 for a sub-trochanteric femur fracture of the right side. The patient reported to the emergency room (ER) on an unknown date, not feeling well with hemoglobin of four (abnormal). At the ER there were x-rays taken (unknown date) that revealed that the unknown tfn 95mm titanium helical blade was impinging in the femoral head. During the revision surgery on (B)(6) 2017, only the helical blade was explanted. It was further reported that the helical blade was too long and perforated the femoral head into the joint. The surgeon revised the patient with an 85mm lag screw. There was no surgical time delay and no additional medical or surgical intervention. The surgery was successfully completed. The patient outcome is okay. Concomitant medical products: tfn nail ¿ part# - unknown, lot# - unknown, quantity# - 1; unknown screw - part# - unknown, lot# - unknown, quantity# - 1. This report is for one, unknown tfn 95mm titanium helical blade. This report is 1 of 1 for (B)(4).